Event description:
It was reported that the patient had not been feeling as good during exercise as they did before device changeout and that a higher premature ventricular contraction (pvc) count was observed on the device data file. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2009; 5076-58 implantable pacing lead (B)(6) 2007; 4592-53 implantable pacing lead (B)(6) 2007; 419478 implantable pacing lead (B)(6) 2009. (B)(4).